Event description:
Complaint alleged that the siderail would not latch and lock. No injury reported.

Manufacturer narrative:
Technician found that the siderail would not latch and lock. Replaced the siderail latch mechanism to resolve this issue.